Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: the patient¿s desire to have a mastopexy and the implants removed, breast ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with two 340cc mentor memorygel breast implant prostheses and experienced bilateral breast ptosis and left-sided rupture and breast pain (unknown side) postoperatively. The patient underwent bilateral removal without replacement on (B)(6) 2021, due to the patient¿s desire to have a mastopexy and the implants removed. Upon explantation, the left-sided device was found to be ruptured. The left device was inadvertently discarded and is not available for product evaluation. The side of breast pain was not reported as this time. However, follow-up is in progress. Till further clarification is received, breast pain is reported as left side. This report is for the right-sided prosthesis.